Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inaccurate cgm values occurred on for sensor. However, transmitter with serial number (B)(4) was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test passed. Bluetooth device pairing test passed. Performed bin file analysis and passed - no meter values within issue date window. No data/share log was provided for review. The customer complaint was undetermined because there was no indication of an inaccurate cgm value. A probable cause could not be determined via product evaluation.